Event description:
It was reported that the intraocular lens (iol) was removed and replaced, from the patient's right eye, during the initial procedure as a vitrectomy was required. The reason for the vitrectomy was not known. No patient injury was reported. No further information was provided.

Manufacturer narrative:
The intraocular lens was returned to the manufacturer for evaluation. The lens was visually inspected under the microscope. Visual inspection of the return sample showed that the lens was received cut in (2) two pieces. The lens was observed with viscoelastic solution (ovd) with surface residuals (fiber/particles); indicating the unit was handled and prepared for surgical use and also, subsequently implanted and removed from the patient¿s eye. The manufacturing record review was performed. All process operations presented in the manufacturing record from product generation to product boxing were in compliance with manufacturing instruction specifications. All tests results showed a pass condition. During the manufacturing of this production order, there is no deviation or non-conformity related to the complaint throughout the process. A review of the raw material/manufacturing procedures in the change control system was done during the period when this production order was manufactured and did not show any change that could be related with the complaint type reported. The documentation shows that the production order was manufactured within specifications and the devices met manufacturing release criteria. The product met manufacturing release criteria. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted. Placeholder.